Event description:
The customer reported having high blood glucose of 350mg/dl. Troubleshooting was performed, and the drive support cap was flush and slightly indented in one side. Advised the caller to discontinue the use of the device and revert to back up plan. The customer mentioned that tape securing the quick set to her body came loose before it was time to change, and her skin is irritated. The customer has brittle diabetes and her sugar level fluctuates. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.